Event description:
The user facility reported that within a two-week time period, five patients underwent a diagnostic cystoscopy and subsequently developed a fever approximately one week later. The five patients were reportedly "fine" prior to the diagnostic cystoscopies. Three out of the five patients returned to the subject user facility for treatment following the cystoscopy procedure and microbial cultures were performed. These three patients were said to have tested positive for escherichia coli. Antibiotics were given to the three patients that returned to the subject user facility to treat the bladder infection; however, only one responded to the initial antibiotic therapy, and two patients reportedly were hospitalized for further antibiotic treatment. The user facility reportedly had no detailed information on the two patients that elected to visit another hospital for treatment, other than the information that all patients have been released from the hospital and are currently doing well.

Manufacturer narrative:
The device aforementioned was returned to olympus for investigation. The biopsy channel was examined with a rigid telescope and evidence of white residue build-up was found at the distal end of the device and black molykote inside of the biopsy channel. The device failed the leak test, as a leak was noted in the biopsy channel at the bending section area due to the cut/torn channel wall. Molykote was found seeping out through the leaking biopsy channel. In addition, the image was foggy and obstructed due to the fluid found inside of the eyepiece, scope body, grip unit, light guide lenses and bending section mesh. The eyepiece was disassembled and excessive broken image guide fibers were found. The damaged device appears to have been attributed to improper maintenance of the device and insufficient cleaning, which may have caused or contributed to this reported event. The device has been serviced. An olympus sales representative had visited the subject user facility immediately following the reported event and conducted in-service training for the hospital staff on how to properly clean and handle the device. In addition, an olympus endoscope support specialist has been dispatched to the user facility to perform additional in-depth assessment of the user facility's reprocessing methods and to conduct additional in-service training for the hospital staff.